Event description:
It was reported that during a sleeve procedure, the initial firing was loaded with a black reload and placed approx. 5cm from pyloris. The device closed on tissue with no difficulty. Upon firing, the blade traveled approx 1-2cm and then stopped advancing. The surgeon reversed the blade, opened the instrument and removed from patient. A second unused black reload was loaded and the entire procedure was repeated with the exact same results. The staff opened a new gun and reloaded and this gun performed as expected. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No - initial firing. Were any unexpected noises heard? If so, when? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Damaged joint cover. The analysis results found that one was received for evaluation. Two (B)(4) partially fired were returned. After further analysis, the knife was noted to have a feature missing that can potentially result in the device locking out. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.